Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint passed testing. The reported issue could not be confirmed; however, a secondary issue was noted when the test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultrasmart meter read inaccurately low. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6), 2015 at 6:45am. The patient stated that he obtained a result of "45 mg/dl" using the subject meter compared to feelings/normal results. The patient manages his diabetes with self-adjusting insulin. The patient stated that he reduced his dose of novolog 70/30, lantis and metformin diabetes medications on (B)(6), 2015 between 6:45-7:00am in response to the alleged product issue. The patient claimed to have developed the symptom of "blurry vision" 1 week after the alleged product issue began; however he denied that he received medical treatment. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting and the test strips had expired or been open for longer than the discard date. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed the symptom of "blurry vision" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.